Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain around the implant site. The patient was reimplanted with another cochlear device on (B)(6) 2023.